Event description:
An integrated bed exit detection system was alleged not to be operating correctly resulting in an undetected patient bed exiting. Exiting did not resulted in a patient fall and did no resulted in injury, or any further consequence.